Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue; the pump allegedly does not operate correctly at the cartridge level of 90 units or below. This complaint is being reported because there is an allegation against the delivery function of the pump. There was no indication that the product caused or contributed to a reportable adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/15/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2017 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation; the complaint could not be confirmed or duplicated. (B)(4).